Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2020-13343.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Citation: kooistra, n. H. M., et al. "Randomised comparison of a balloon-expandable and self-expandable valve with quantitative assessment of aortic regurgitation using magnetic resonance imaging." Netherlands heart journal: monthly journal of the netherlands society of cardiology and the netherlands heart foundation (2020). Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the limited information provided, the cause of the bleeding events are unknown but may be related to the factors above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Through the review of the article: ¿randomized comparison of a balloon-expandable and self-expandable valve with quantitative assessment of aortic regurgitation using magnetic resonance imaging", the following event was identified: the study design and patient selection of the edwards sapien 3 periprosthetic leakage evaluation versus medtronic corevalve in transfemoral aortic valve implantation. Primary endpoint was severity of post-procedural ar. Secondary clinical endpoints at 30 days and 1 year. In total, 56 patients were included and randomly assigned to receive either a self-expandable valve (n= 27) or balloon-expandable valve (n= 29) between january 2014 and may 2016. 2 patients had minor or major bleeding noted at the 30 day follow up.